Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced pain, infections, vaginal scarring/shrinkage, pain with sexual intercourse, urinary problems, and bowel problems some time after implants. She returned to her physicians several times due to these complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.